Manufacturer narrative:
As reported, the 6/7f mynx control vascular closure device (vcd) successfully done the procedure however, after 20 minutes, the patient developed a cantaloupe size hematoma. The doctor who performed the mynx control vascular closure device (vcd) was a trained user for closing and intervention. Prior to procedure angiogram was done and it was normal. The device was prepared and then, inserted the mynx control vascular closure device (vcd) in sheath correctly, the balloon inflated. Then, pulled in the device and sheath as balloon abutted arteriotomy, visualized tension window indicator showed correct placement and pressed the button one. After two minutes, syringe locked in negative position, sheath was then stabilized and the balloon deflated, button number two was pressed and the device was removed. No hematoma and hemostasis was achieved. When the patient was inside the room for 20 minutes, he/she developed a cantaloupe-sized hematoma. Pressure applied and hematoma lasted for 20 minutes. Femstop was placed to the patient. Post-care follow-up check-up from nursing staff revealed that the patient was stable and hematoma is not increasing in size or growing. Representative gets to the hospital after three hours post deployment and no change in the patient. There was no reported patient injury. The product was stored properly according to the instructions for use (IFU). A non-cordis sheath introducer was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel had no stenosis >50% at nor near the puncture site. The targeted femoral site had no being previously closed with any closure device prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. The procedural sheath was not greater than 7f used. There were no multiple stick attempts made before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick). The puncture site was not below the bifurcation (low stick). There was no posterior wall puncture. The patient's hospitalization was not extended as a result of the event. The patient recovered. The device was not returned for analysis. A product history record (phr) review of lot f1922004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the hematoma reported as there was no deployment issue reported, and bleeding was not noted until the patient was in the recovery room. However, patient factors and/or pharmacological factors are likely. The complaint reported could not be confirmed without return of the device or procedural images. According to the product instruction for use, which is not intended as a mitigation, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. The user should maintain fingertip compression on the skin while removing the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. Furthermore, the IFU recommends that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions. Based on the product history record review and information available for review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, the 6/7f mynx control vascular closure device (vcd) successfully done the procedure however, after 20 minutes, the patient developed a cantaloupe size hematoma. The doctor who performed the mynx control vascular closure device (vcd) was a trained user for closing and intervention. Prior to procedure angiogram was done and it was normal. The device was prepared and then, inserted the mynx control vascular closure device (vcd) in sheath correctly, the balloon inflated. Then, pulled in the device and sheath as balloon abutted arteriotomy, visualized tension window indicator showed correct placement and pressed the button one. After two minutes, syringe locked in negative position, sheath was then stabilized and the balloon deflated, button number two was pressed and the device was removed. No hematoma and hemostasis was achieved. When the patient was inside the room for 20 minutes it develops cantaloupe size hematoma. Pressure applied and hematoma lasted for 20 minutes. Femstop was placed to the patient. Post care follow-up check up from nursing staff revealed that the patient was stable and hematoma is not increasing in size or growing. Representative gets to the hospital after three hours post deployment and no change in the patient. There was no reported patient injury. The product was stored properly according to the instructions for use (IFU). A non-cordis sheath introducer was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel had no stenosis >50% at nor near the puncture site. The targeted femoral site had no being previously closed with any closure device prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. The procedural sheath was not greater than 7f used. There were no multiple stick attempts made before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick). The puncture site was not below the bifurcation (low stick). There was no posterior wall puncture. The patient's hospitalization was not extended as a result of the event. The patient recovered. The device will not be returned for evaluation as it was discarded in the hospital.